Event description:
Customer¿s bg was between 400 mg/dl and ¿high¿ (>500 mg/dl). She ¿smelled insulin¿ and ¿the clear view window was full of insulin.¿ she stated the ¿cannula might have a hole in it.¿ pod was discarded.

Manufacturer narrative:
The pod was discarded and therefore unavailable for eval. No product assessment can be made to determine if the device was capable of delivering insulin. A damaged cannula would likely interfere with insulin delivery and may lead to hyperglycemia. No malfunction can be confirmed. The user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of an hcp. If ketones are not present, take a correction bolus as prescribed by an hcp. Check blood glucose again after 2 hrs. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If blood glucose remains high after a total of 4 hrs then replace the pod and contact an hcp for guidance. Lot qualification records were reviewed and determined to have passed all acceptance criteria.